Event description:
The manufacturer representative reported after implant of their intrathecal drug delivery pump, while in pacu, the patient became less and less responsive. This occurred over a two hour period of time. The patient was receiving lioresal 2000 mcg/ml (dose unspecified). The patient was placed on a ventilator and the dose was decreased to the minimum dose of 12 mcg/day. It was also noted the patient received dilaudid (dose and concentration unknown) while in the pacu which may have been a contributing factor. It was reported, a couple of days later, the patient's dose had been increased to 100 mcg/day. Additional information has been requested from the hcp, but was not available on the date of this report. A follow up report will be sent when additional information is received.